Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2267 alarm that appeared on the homechoice (hc) display during fill 3. The technical service representative (tsr) advised the home patient (hp) to disconnect from setup and end therapy. The hp would resume therapy that night. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2267 (air and fluid in line) alarm was not confirmed in the lab due to a lack of sample. A batch review was conducted on the associated lot (h10g19037), and no issues were found related to the reported condition during the manufacture of the lot. The patient saw no defects on the supplies and was able to resume therapy successfully with new supplies. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow up phone call by product surveillance to the home patient (hp) regarding the system error 2267 alarm, it was revealed that the issue was resolved and she had resumed therapy using manual supplies, but was not sure what might have caused the alarm. The hp stated that she had discussed the issue with her nurse. Per hp, she did not notice any loose connections, separations or defects on the supplies. The hp stated that she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded; therefore no evaluation could be performed. The lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.